Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleges insulin pump under delivery . The customer¿s blood glucose level was 299 mg/dl and 244 mg/dl. The customer was treated with manual bolus and thrice using insulin injection. The customer declined troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also states that soda pop size air bubbles was in the tubing. Customer states that insulin exited. The insulin pump and reservoir will not be returned for analysis.